Manufacturer narrative:
Field service engineer was not sent to the customer location. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported seeing a loose urine chemistry strip pads in the strip provider module (spm). The customer also stated they observed strip pads peeling off of the strips in the vial. The customer was using velocity urine chemistry strips, p/n: 800-7204 lot#: 7204079j, expiration: 11/30/2015. There were no erroneous patient results generated or reported out of the lab.